Event description:
During a cardiac ablation procedure using a therapy cool flex ablation catheter, the irrigation port leaked. During the procedure, saline was noted to be leaking from the irrigation port tubing of the therapy cool flex ablation catheter. The catheter was exchanged to finish the procedure with no consequences to the patient.